Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device (B)(4) number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an (B)(6) female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac perforation requiring surgical intervention. During the ablation phase the patient had a drop in blood pressure, then cardiac perforation was confirmed by intracardiac echocardiography (ice). Coagulation drugs were administered without success, and the physician decided that open-heart surgery with bypass to suture the puncture was required. The patient had fully recovered with no residual effects. Extended hospitalization was required in the intensive care unit (ICU) to recover from surgery. The physician's opinion is that the adverse event was caused by a combination of the patient's condition (thin posterior wall) plus the high force applied with the stsf catheter and vizigo sheath. Transseptal puncture was done with a baylis c0 needle. There was no evidence of steam pop during the ablation. The catheter irrigation settings were set per the product instructions for use (IFU) at 2-8 ml/min and 15ml/min. No biosense webster product malfunctions nor error messages were reported. The force visualization features used included graph, dashboard, vector and visitag. Recommended stability visitag/ surpoint values were used: 3mm stability, 3 sec, 25% over 3g force. Respiratory gated was used as additional filter. The color option used prospectively was surpoint tag index. Since the event is life threatening and required surgical intervention and extended hospitalization to prevent permanent impairment of a body function or permanent damage to a body structure, then it is to be considered serious and MDR-reportable.